Event description:
It was further reported that the patient expired after withdrawal of care due to severe neuro dysfunction post stroke.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Describe event or problem, other relevant history, outcome attributed to ae, and type of reportable event updated based on additional information. Additional codes also updated to include f02. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flows due to a patient condition (hypertension) on (B)(6) 2021. The patient was noted to have a labile systolic blood pressure ranging 40-140s. It was also reported that low flows were not due to a malfunction of the vad.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Event description was corrected to include that the ventricular assist device (vad) exhibited low flows due to a patient condition patient. It wad also noted to have a labile systolic blood pressure ranging 40-140s. (B)(4). Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed seven (7) low flow alarms logged since (B)(6) 2021. As a result, the reported low flow event was confirmed. Information provided by the site indicated that the patient had an intraparenchymal hemorrhage, which was confirmed by brain/head computerized tomography (CT). It was further reported that the ventricular assist device (vad) exhibited low flows due to a patient condition (hypertension). The patient was obtunded and later expired after withdrawal of care due to severe neurological dysfunction after the stroke. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of stroke. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had an intraparenchymal hemorrhage, which was confirmed by brain/head computerized tomography (CT). The patient was obtunded and later expired after withdrawal of care due to severe neurological dysfunction after the stroke. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of stroke. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an intraparenchymal hemorrhage (iph) which was confirmed by brain/head computerized tomography (CT). The patient was obtunded and was going to be admitted into comfort care with do not intubate/resuscitate orders. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.